Event description:
The customer called to report that her pod had initiated an alarm and deactivated "on its own" while she was checking her bgs. Her levels at the time were high (342-389 mg/dl). A new pod was placed and correction boluses were administered. A f/u call indicated that "all is well" with the customer after having activated the new pod. The suspect pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.